Manufacturer narrative:
Following the reported event, a steris service technician arrived onsite to inspect the 3085 surgical table. While onsite, the technician learned that the 3085 surgical table subject of the event had been placed in the user facility's biomedical department storage since the reported event occurred on (B)(6) 2024; steris was not notified of the reported event until december 24, 2025. The 3085 surgical table is approximately 16 years old and is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. During the technician's inspection, it was found that user facility personnel were utilizing a non-steris ac power cord with the surgical table which likely resulted in an electrical arc subsequently causing the reported smoke. The technician made the necessary repairs to the surgical table, replaced the non-steris ac power cord with a steris ac power cord, tested the function and operation of the table, and confirmed it to be operating to specification. The technician counseled user facility personnel on the proper use and operation for the 3085 surgical table specifically, the importance of only utilizing a steris ac power cord. The operator manual states, "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by steris or steris-trained service personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, invalidate the warranty, or result in costly damage. Contact steris regarding service options." The 3085 surgical table was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that smoke emitted from the ac inlet of their 3085 surgical table. No report of injury.